Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did meter to lab comparison tests, side by side, in a fed state. The results of the capillary meter test was 462 mg/dl, and the venous lab test was 355 mg/dl. Reporter was having symptoms of frequent urination. A control test result was in range; no specifics given. On followup, the lifescan representative reviewed qc procedures with the reporter.